Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a skin irritation. The patient reported that she had an irritation under her breasts. The patient's skin was reportedly red and raw, but was not open, bleeding, nor oozing. The patient's physician advised the patient to use an ointment on the irritation. The patient reported that after using the recommended ointment, the irritation worsened, so she stopped using the ointment and started using vaseline. Follow-up indicated that the condition of the irritation had not yet improved. The medical outcome of the irritation is unknown.